Event description:
Falsely elevated troponin I results of 5.37 and 1.8 ng/ml were obtained on two patients within a 24 hour period. The results were not reorted to the physician. The laboratory repeated the test on both samples and results of 0.00ng/ml and 0.00ng/ml were obtained on an alternate methodology. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a result of the falsely elevated troponin I result. The falsely elevated troponin I restlts were most likely caused by pe-analytical sample handling.